Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: no defect was found. Black box shows no evidence of short battery life..pump powers with returned battery cap. Battery cap is able to fully tighten.. Battery compartment intact. No evidence of contamination inside battery compartment..4. Current draws within specifications; removed pump case. No evidence of moisture or loose components inside pump. A "battery life' issue was not duplicated during investigation.